Event description:
It was reported that the warmer was leaking water. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Received device in fair condition. Water leak was observed from underneath the water reservoir. No evidence of cracks were seen on the tank cover. The root cause of the reported issue was found to be normal wear and tear. Actions were taken to mitigate the reported issue: new test tank cover gasket was inserted.